Event description:
It was reported that the lead exhibited loss of atrial capture in the bipolar configuration. The patient had a bad fall recently, and dislodgement was suspected. An x-ray was performed, confirming microdislodgement.

Manufacturer narrative:
Na